Event description:
Endoleak type iiia began on (B)(6) 2021, site have reported the event is not related to the procedure or medical conditions. Site have not completed information in database whether the event is related to the device. Patient outcome - "the patient recovered from the event, a 3 month follow up visit was performed and CT imaging on (B)(6) 2021."